Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the death was device or therapy related was not provided by the customer. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. No further information was available because the patient was alone at home and found dead by the family. The family did not request further autopsy and was waiting for health care providers to communicate with the family to see if they were willing to provide more information. Information from the family said the product was working normally when the patient was found.